Event description:
It was reported that the patient experienced infusion set cannula was kinked and had high blood glucose event on (B)(6) 2026. The site of insertion was abdomen and symptoms were observed within three hours of insertion.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.